Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patients mother regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and head/brain injury. The event date was (B)(6) 2016.the reporter was wondering if the pump can shift downward. It was reported that the pump had slipped or shifted downward, the consumer did not know for sure which. There were no symptoms reported. The reporter was re-directed to the health care professional